Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The actual sample was not returned for evaluation; however, sample pictures were provided. Based on the pictures, the disconnection between the hansen connector and corresponding line was clearly visible and was caused by insufficient gluing. The hansen connector is used in unit 1 and in unit 4 of the tube set for the connection of the lines to the marsflux dialyzer. The investigation of the available photos confirms the failure description provided by the customer. The cause of the condition was determined to be a manufacturing issue. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During a training session for xmars treatment, unit #4 of an xmars kit was noticed to be disconnected from its end. This was noticed during set up. In order to continue the training session the staff used glue to reconnect the device. There was no patient involvement. No additional information is available.